Event description:
Information was received from a healthcare provider regarding a patient who was receiving dilaudid (hydromorphone) via an implantable pump for spinal pain. It was reported that  the patient has been having some issues with his intrathecal pain pump. The caller said the pump was apparently malfunctioning and the patient was not receiving adequate enough of a bolus or anything. The caller also stated that patient was having trouble syncing the device as well.

Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Continuation of d10: product ID a820 (unknown serial/lot); product type: 0216-software; implant date n/a; explant date n/a medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.